Manufacturer narrative:
Product analysis: the hawkone connected to a cutter driver was returned in two separate pieces, with a 0.013" guidewire loaded the distal assembly. No other ancillary devices were included. The distal segment of the returned hawkone showed the 0.013" guidewire looped around the housing at the area between the rotating tip and the coiled housing. The guidewire tubing of the coiled housing segment showed a zipper tear and the proximal area was flapped over distally. The housing was curved/bent. The tecothane remained intact. The proximal end of the platinum iridium housing was starched out past the tecothane in the proximal direction. The proximal segment of the returned hawkone showed the cutter assembly and drive shaft extended out past the fracture face. No damages or anomalies were observed to the drive shaft or cutter assembly. The radial fracture occurred distal the anchor pockets and at the proximal edge of where the coils initiate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the detached tip remained on the 0.014 wire, so the physician removed the sheath along with the wire and hawk device. The device was safely removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device during treatment of a calcified lesion in the patient¿s brachial artery. The vessel is de scribed as severely calcified. IFU was followed. Vessel pre-dilation was not performed. It is reported that severe resistance was encountered when withdrawing the device and the tip detached form the hinge pin and could not be removed from the sheath. The procedure was completed with balloon angioplasty. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.